Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was "an abnormal presence of air in the blood chamber of the dialysis circuit", and it is suspected that the air coming from the catheter. Other possible causes have been eliminated by the medical staff. An assessment of the integrity of the catheter is to achieve to eliminate or reverse the origin of this abnormal presence of air in the dialysis circuit. Currently the patient is fine, but during this incident his state had severely altered.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of air leakage into the catheter could not be confirmed. One 2-l, 12 fr, 20 cm catheter was returned for evaluation. Visual examination revealed three bends in the catheter body. There is also clear tape around the luer hubs and extension lines at the proximal end and blood visible inside the catheter near the distal tip. The catheter body measures 217 mm from the bottom of the juncture hub to the distal tip. This is within specification of 207- 227 mm per catheter graphic. Functional testing was performed using a lab inventory 10 ml luer-lock syringe filled with water to flush each lumen. There were no leaks observed during this testing. The catheter was liquid leak tested, with the distal end of the catheter occluded, water was injected into each extension line. Each lumen was pressurized to 45 psi for 30 seconds. No leaks or cross-overs were observed. A device history record review was performed and did not reveal any manufacturing related issues. There was no problem found on the returned sample. No further action will be taken.